Manufacturer narrative:
Results: the penumbra system 5max reperfusion catheter (5max) was fractured approximately 81 .0 cm from the hub. Conclusions: evaluation of the returned device revealed it was fractured. This damage may have occurred due to forceful manipulation of the 5max at extreme angles during withdrawal from the packaging hoop. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system 5max reperfusion catheter (5max) was split in half around the mid-shaft upon removal from the packaging hoop. The damage to the 5max was found prior to use; therefore, it was not used in the procedure. The procedure was completed using a new 5max.